Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has red x symbol and intermittent beeping. There was no reported patient involvement.

Manufacturer narrative:
The customer ordered a replacement processor pca. The device remains at the customer site.